Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was evaluated in the emergency room and had an escape rhythm at 30 beats per minute. The lead was exhibiting loss of capture and the patient was in complete heart block. The patient's thresholds had increased from 1 volt to 3.2 volts. The cause for the increase was unknown. Troubleshooting was performed and no noise or issues were found. This patient underwent a revision procedure and this lead was surgically capped and abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.